Event description:
Catheter luer hub connecting problems. The report received indicated that the catheter hub luer lock seemed broken. The problem was identified when the physician tried to connect the device to the line-contrast giving set; however, when connecting it failed to screw. Further info indicated, the thread looked flattened/crushed. Consequently, the product was not used in the pt. The intended procedure was an angiogram and was completed using another catheter.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional info will be submitted within 30 days upon receipt.